Event description:
It was reported by service report that the IV pole and plastic bumpers were broken, exposing sharp edges. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Plastic bumpers, IV pole.